Event description:
It was reported that the pt experienced a cerebrospinal fluid (csf) leak during implant surgery. The csf leak was repaired during surgery and the device was successfully implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt's device remains implanted. This is the final report.